Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due inadequate stimulation. Patient was doing well postoperatively.